Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges consumer was discovered face down a few inches from the floor. Alleges consumer was being held hanging by the seat belt alleging a failure with the seating system.